Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter had "stopped working". The complaint was classified based on the customer care advocate's (cca) documentation. The patient could not recall when the alleged issue first began. The patient reportedly manages his diabetes with humalog insulin through pump therapy and reportedly increased his humalog dose to 10 units in response to the alleged issue in (B)(6) 2012. He claimed that at an unknown time after attempting to test with the subject device, he became "nauseous and irritable". He reported that he went to see his doctor on an unknown date/time but denied receiving any form of medial intervention. At the time of troubleshooting, the cca noted that the patient did not have any of the products with him to troubleshoot. The patient was to call back to complete troubleshooting so no products were replaced. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.